Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms was confirmed via log file analysis; however, the reported alarms were isolated to the returned heartmate 3 system controller (serial number: (B)(6)). The mobile power unit (mpu) (serial number: (B)(6)) was not returned for analysis; however, log files were submitted and downloaded for review. A review of the log files showed overlapping events spanning approximately 3 days ((B)(6) 2021 ¿ (B)(6) 2021, (B)(6) 2021 per timestamp). Events occurring on (B)(6) 2021 were recorded during testing at abbott. There were no alarms active in the log file that would indicate an issue with the mobile power unit. Multiple good faith efforts were sent regarding product return, resolution of the alarms. To date, no response has been received. The reported low voltage alarms will be address via the system controller investigation (related manufacturer report number 2916596-2021-07103). The device history records were reviewed and the records revealed the mobile power unit (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii instructions for use (IFU) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage hazard and power cable disconnect. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate iii lvas. These sections explain how to properly switch between power sources. These sections also state that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-07103. It was reported that the patient's log files were sent to technical services to review due to low voltage hazard alarms occurring while the patient was on battery power or the mobile power unit (mpu). The clinician checked the patient's clips and mpu using a demo pump. Technical services found multiple power cable disconnect alarms, along with low power advisories and low power hazards while connected to the mpu as well as a few occurrences when connected to batteries. A power cable disconnect alarm occurred on (B)(6) 2021 at 11:01 am while on the patient cable and power module, which indicated an issue with the system controller connects and/or controller leads. There was no interruption to pump support during these events. It was recommended that the patient's system controller be exchanged. Upon further inspection, the patient's black and white cables were found to have a slight kink proximal to the system controller. All other cables and power cords were free of damage. The batteries were also checked and none required re-calibration and were all fully charged. The clips were cleaned and intact. Their system controller was also already updated to the 2.0 software.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.